Event description:
It was reported patient underwent a femoral nailing procedure on (B)(6) 2013. During the procedure, the connector fractured off the interlocking screw. The same screw was utilized to complete the procedure.